Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I results for multiple samples. The following data was provided (units of measure = ng/ml, customer normal range: 0.0 to 0.04 ng/ml): sample 1: initial result = 0.14, repeat = 0.01, repeat on another architect = 0.01; sample 2: initial result = 0.066, repeat = 0.019, repeat on another architect = 0.020; sample 3: initial result = 0.136, repeat = 0.003, repeat on another architect = 0.007; sample 4: initial result = 0.05, repeat = 0.02, repeat on another architect = 0.02; sample 5: initial result = 0.114, repeat = 0.027, repeat on another architect = 0.027; sample 6: initial result = 0.164, repeat = 0.013, repeat on another architect = 0.021; sample 7: initial result = 0.23, repeat = 0.01, repeat on another architect = 0.02; sample 8: initial result = 0.14, repeat = 0.01, repeat on another architect = 0.01. No impact to patient management was reported.

Manufacturer narrative:
The correct manufacturing site for suspect medical device alinity I processing module is abbott gmbh max-planck-ring 2 wiesbaden 65205, deu and was submitted under manufacturer report number 3002809144-2020-00930. All further information will be documented under MDR number 3002809144-2020-00930.